Manufacturer narrative:
The insulin pump passed functional testing. No unexpected excessive no delivery alarm. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No motor error alarm. The motor passed motor test.

Event description:
Customer reported a motor error alarm during fill tubing. Customer also reported receiving three no delivery alarms. The customer also stated he was able to complete the rewind sequence on the insulin pump. Customer's blood glucose was 111 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also declined to troubleshoot for the no delivery alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).